Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available.without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.reference reports 3012447612-2025-00298 through 3012447612-2025-00301.

Event description:
It was reported that four virage closure tops became damaged and cross-threaded on screws intra-operatively. This was caused by a kerrison rod reducer that had become worn, with a malformed reduction tip. There was no patient impact and the damaged closure tops were discarded. This is report two of four for this event.

Event description:
It was reported that four virage closure tops became damaged and cross-threaded on screws intra-operatively. This was caused by a kerrison rod reducer that had become worn, with a malformed reduction tip. There was no patient impact and the damaged closure tops were discarded. This is report two of four for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: this event could possibly be attributed to cross threading or excessive forces applied during use. This event could also possibly be attributed to the damaged rod reducer as reported. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.